Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver observed a blood glucose of 65 mg/dl and treated with oral glucose (approximately 2 oz of orange juice), after which levels stabilized; the caregiver was advised to correct the low glucose first, then proceed with lunch and to sync the ilet. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution of the low glucose with oral carbohydrate and no alerts or alarms from the device. Investigation included customer care troubleshooting and education with guidance on meal announcements and device syncing. Investigation of this case revealed no device alarms or malfunctions and suggested the hypoglycemia was possibly related to meal announcements and post-meal corrections, with the exact cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.